Event description:
It was reported that the patient felt he was implanted with a "defective pump", and wanted to find a new physician to have the pump removed. The device system was used to deliver baclofen. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information noted that the pump was explanted in (B)(6) 2012.

Event description:
Additional information received that the patient did not respond well to effects of baclofen. It was indicated that baclofen did not help his pain or spasticity due to cerebrovascular accident (cva) and that the pump was not helpful. It was noted that the patient did not have any side effects due to drug delivery issues and the patient's outcome was noted as no injury. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8731sc lot# serial# (B)(4), explanted: 2012 (B)(6), product type catheter product ID, 8709sc lot# serial# (B)(4), explanted: 2012 (B)(6), product type catheter. (B)(4).